Event description:
Pt underwent alif at l5-s1; 5 months post operatively pt returned for check up. Two screws were found to be broken, x-rays showed screws in s1 had broken bilaterally approx 5 threads distal to the head of screws. Pt is structurally sound according to the surgeon and does not report significant changes in overall pain post operatively. There are no plans to explant or revise. This is the first of two reports for this event.

Manufacturer narrative:
Info was not provided during initial report, add'l info has been requested. Devices were not explanted. Date of MFR cannot be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.